Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed that the insulation insert has broken off. There were scratches and stains on the shaft of the resection sheath. The reported phenomenon appears to be due physical damage. The device has been serviced and returned to the customer. This report is being submitted as an MDR in an abundance of caution. (B)(4).

Event description:
The user facility reported that during a therapeutic transurethral resection of bladder tumor the distal tip of the resection sheath broke off and fell into the pt's bladder. The broken piece was successfully retrieved with an unk device, and the procedure was completed using a different device. There was no pt injury reported.